Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose readings. The customer's blood glucose reading was 130 mg/dl, compared to the sensor glucose reading of 50 or 60 mg/dl. The customer would receive a change sensor alert and a calibration alert after the threshold suspend alarm. The sensors were replaced but will not be returned for analysis.